Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10sept2019. The manufacturer¿s international service technician could not confirm the reported issue. It has also been confirmed that the mode is not changed to the standby mode because the inside diameter of the is circuit, which the patient had used, is small and has become resistance. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device would not enter standby mode. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.